Event description:
It was reported that this right atrial (ra) lead was suspected of dislodgement. Boston scientific technical services (ts) analyzed the presenting electrogram and discovered a significantly altered presentation, including atrial and ventricular pacing activity, as well as potential dislodging. The last ra automatic threshold test appeared normal. Ts advised the field representative to inquire about trauma and falls, and getting an x-ray would be beneficial as well. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was suspected of dislodgement. Boston scientific technical services (ts) analyzed the presenting electrogram and discovered a significantly altered presentation, including atrial and ventricular pacing activity, as well as potential dislodging. The last ra automatic threshold test appeared normal. Ts advised the field representative to inquire about trauma and falls, and getting an x-ray would be beneficial as well. Additional information received and indicated that the x-ray revealed that there was no confirmed dislodgement. This ra lead remains in service. No adverse patient effects were reported.